Event description:
One undersensed event during non sustained-ventricular tachycardia (ns-vt) episode, causing termination of episode. Ref reports: mw5120757, mw5120759. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).